Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9322447 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200863133] noted that did not pertain to the complaint. DHR could not be performed for the unknown lot#.

Event description:
It was reported that 2 syringes 0.3ml 29ga 1/2in 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Consumer also stated that the problem involved more than one box of the same product but the lot # for the other boxes are not available, the boxes have been discarded. Lot #: 9322447, other lots unknown. Catalog #: 928852, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9322447. Medical device expiration date: 2024-11-30. Device manufacture date: 2019-11-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 0.3ml 29ga 1/2in 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Consumer also stated that the problem involved more than one box of the same product but the lot # for the other boxes are not available, the boxes have been discarded. Lot #: 9322447, other lots unknown. Catalog #: 928852, date of event: unknown.